Event description:
A ventilator was returned to the manufacturer for an allegation of a ventilator service required alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing resulting in failure to calibrate. The device's 3-way solenoid valve, proportional valve and machine flow sensor were replaced to address the failure during testing issue. A ventilator service required alarm was confirmed in the download error log indicating the internal li-ion battery was not charging due to a hardware fault for equal to, or greater than 1 minute. The system printed circuit board assembly and internal battery pack were replaced to address this issue. The device passed functional testing after completion of repairs.